Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and a repair offer. However, the customer declined physio-control's repair offer due to costs. A conclusive cause of the reported event could not be determined.

Event description:
It was reported that the device logged an event code in the memory, illuminated the service wrench and displayed the "call service" message indicating a critical failure. The device was not able to provide defibrillation therapy in the reported condition. There was no pt use associated with the event.